Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pelvic and vaginal area pain as well as nocturia, erosion, frequency/urgency, severe pain during intercourse. In addition to physical pain and discomfort, plaintiff suffers psychologically and emotionally.